Manufacturer narrative:
An event regarding revision surgery due to instability involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: photographs of the explanted ps insert were provided. The ps post of the device appears slightly bent which appears to have been caused by due to impingement with the ps box of the femoral component and/or instability. -medical records received and evaluation: clinician review indicated: instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Conclusions: revision surgery took place due to instability whereby a thicker insert was implanted. Clinician review indicated: instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. (B)(6) revised a triathlon size 6x11 ps insert to a 6x13 ps insert due to mid-flexion instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr.(B)(6) revised a triathlon size 6x11 ps insert to a 6x13 ps insert due to mid-flexion instability.